Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ('significant pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required) and device intolerance ("the implant was not tolerated by her body"). The patient was treated with surgery. At the time of the report, the pain and device intolerance outcome was unknown. The reporter considered device intolerance and pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('left pelvic pain / pelvic pain while walking') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4 (patient allegedly has 4 children, last birth on (B)(6) 2014) and amenorrhea in 2014. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), device intolerance ("the implant was not tolerated by her body"), bone pain ("post-menstrual bone pain"), fatigue ("fatigability that increased with the essure insertion"), arthralgia ("diffuse joint pain"), amnesia ("memory loss") and alopecia ("hair loss"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, device intolerance, bone pain, fatigue, arthralgia, amnesia and alopecia outcome was unknown. The reporter considered alopecia, amnesia, arthralgia, bone pain, device intolerance, dysmenorrhoea, fatigue and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: the event "significant pain" was updated to "left pelvic pain / pelvic pain while walking". Also added new events: dysmenorrhea, post-menstrual bone pain, fatigability that increased with the essure insertion, diffuse joint pain, memory loss and hair loss. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('left pelvic pain / pelvic pain while walking / left pelvic pain during menstruation radiating to the left lower limb') in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included umbilical hernia repair in (B)(6) 2015, carpal tunnel decompression in (B)(6) 2013, parity 6 (vaginal delivery), amenorrhea in 2014, carpal tunnel syndrome, menstruation normal (normal abundance, not painful.) And pregnancy (born in 1993, 1995, 1999, 2001, 2002 and 2014.). Concurrent conditions included obesity, pollen allergy and hay fever. Concomitant products included amitriptyline hydrochloride (laroxyl) and zolpidem for depression, flurbiprofen (antadys) for dysmenorrhea, paracetamol (doliprane) since 2016 for headache as well as analgesics since 2016, codeine phosphate;paracetamol (klipal codeine) since 2016, ethinylestradiol;levonorgestrel (minidril) since (B)(6) 2014, ibuprofen (spifen) since 2016 and nsaids since 2016. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient underwent carpal tunnel decompression ("operated for right carpal tunnel syndrome"), 2 months 20 days after insertion of essure. In 2016, the patient experienced fatigue ("fatigability that increased with the essure insertion / general fatigue"), alopecia ("hair loss"), headache ("headaches"), genital prolapse ("operated for genital prolapse"), spinal pain ("pain in cervix (cervical spine)") and limb discomfort ("heaviness sensation in lefts"). On (B)(6) 2019, the patient experienced mood swings ("felt depressed following her dismissal / mood swings"). In 2020, the patient experienced menorrhagia ("after stopping her oral contraception, the patient had longer and more abundant menstruations / menorrhagia worsened"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea / pain during menstruations the first 3 days"), device intolerance ("the implant was not tolerated by her body"), bone pain ("post-menstrual bone pain"), arthralgia ("diffuse joint pain / joint pain in right knee / joint pain in right arm"), amnesia ("memory loss"), depression ("depression with cries"), tearfulness ("depression with cries"), memory impairment ("memory disorders"), asthenia ("lack of dynamism"), upper limb fracture ("had trauma of right upper limb, of cervical vertebrae, and or right knee (due to resident suffering from alzheimer disease hit her)"), spinal column injury ("had trauma of right upper limb, of cervical vertebrae, and or right knee (due to resident suffering from alzheimer disease hit her)"), joint injury ("had trauma of right upper limb, of cervical vertebrae, and or right knee (due to resident suffering from alzheimer disease hit her)"), back pain ("low lumbar pain spreading to hips and lower limbs, which were worse during menstruations"), adenomyosis ("adenomyosis"), endometrial disorder ("nodule of endometriosis"), musculoskeletal pain ("pain in right shoulder"), tendonitis ("tendonitis"), asthma ("asthma"), bronchitis ("bronchitis"), dyspnoea ("breathlessness"), cough ("cough"), thyroid disorder ("thyroid disorders"), presyncope ("vasovagal episodes"), hypotension ("hypotension"), hypertension ("hypertension"), cardiovascular disorder ("poor blood circulation"), petechiae ("petechiae"), pruritus ("pruritus"), gastrointestinal disorder ("bowel disorders"), diastasis recti abdominis ("diastasis of rectus abdominis muscles"), ear infection ("otitis"), sinusitis ("sinusitis"), dizziness ("dizziness") and aphonia ("voice extinction"). The patient was treated with surgery (laparoscopic bilateral salpingectomy on (B)(6) 2018 for removal of essure and operated for genital prolapse (B)(6) 2016). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, device intolerance, bone pain, amnesia, genital prolapse, spinal pain, carpal tunnel decompression, mood swings, adenomyosis, endometrial disorder, musculoskeletal pain, tendonitis, asthma, bronchitis, dyspnoea, cough, thyroid disorder, presyncope, hypotension, hypertension, cardiovascular disorder, petechiae, pruritus, gastrointestinal disorder and diastasis recti abdominis outcome was unknown, the fatigue, arthralgia, alopecia, depression, memory impairment, asthenia and headache was resolving and the limb discomfort, upper limb fracture, spinal column injury, joint injury, menorrhagia and back pain had not resolved. The reporter considered amnesia, bone pain, device intolerance, dysmenorrhoea, fatigue and pelvic pain to be related to essure. The reporter provided no causality assessment for asthenia, genital prolapse, headache, limb discomfort and spinal pain with essure. The reporter considered adenomyosis, alopecia, aphonia, arthralgia, asthma, back pain, bronchitis, cardiovascular disorder, carpal tunnel decompression, cough, depression, diastasis recti abdominis, dizziness, dyspnoea, ear infection, endometrial disorder, gastrointestinal disorder, hypertension, hypotension, joint injury, memory impairment, menorrhagia, mood swings, musculoskeletal pain, petechiae, presyncope, pruritus, sinusitis, spinal column injury, tearfulness, tendonitis, thyroid disorder and upper limb fracture to be unrelated to essure. The reporter commented: informations provided about essure insertion: ostium was visible, there was features of adenomyosis. Essure inserts were placed with no incident, 2 trailing coils on left and on right. Duration of the intervention: 10 minutes. Minidril was prescribed after the last delivery. The patient was operated on (B)(6) 2015 for prosthesis placement (place not specified). Decision of expert (physician): menorrhagia presented by the patient are characteristic of adenomyosis and of endometriosis; the low lumbar pain spreading to the hips and lower limbs are characteristic of endometriosis; diastasis of rectus abdominis muscles was related to her 6 pregnancies and to obesity. Recurrence of umbilical hernia can¿t be related to laparoscopy performed on (B)(6) 2018. An endometrial thermo destruction is scheduled on (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Magnetic resonance imaging - on (B)(6) 2019: found adenomyosis and nodule of endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2020: some new informations were added: medical history (6 pregnancies, surgeries for left and right carpal syndrome, obesity, umbilical hernia and placement of prothesis), treatment and concomitant drugs (minidril, antadys, doliprane, analgesics, spifen, ibuprofen, nsaids, klipal codeine), details about surgery of essure insertion, work accident (trauma of right upper limb, of cervical vertebrae, and or right knee), surgery for genital prolapse and adverse events (hair loss, general fatigue, heaviness sensation in lefts, depression with cries, lack of dynamism, memory disorders, joint pain in right knee, joint pain in right arm, joint pain in cervix, headaches). Date of essure removal and decision of an expert was provided. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ('significant pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required) and device intolerance ("the implant was not tolerated by her body"). The patient was treated with surgery. At the time of the report, the pain and device intolerance outcome was unknown. The reporter considered device intolerance and pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.